Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte needle pierced the catheter. The following information was provided by the initial reporter, translated from spanish to english: it is punctured without incident, the vein is cannulated and when trying to introduce teflon and remove the needle, an increase in volume is observed at the insertion site, an attempt is made to remove the entire catheter without success, then the needle is removed first, and a broken teflon is observed, which shows material fatigue. Removal of vascular access, new access installed, without incident.

Event description:
Additional information received (B)(6) 2024: "an increase in volume is observed at the insertion site" could you conform the increase in volume is blood related? Yes, blood related. Could you tell me if upon removal of the catheter needle and catheter were sticky? They were not sticky. Did you observe any visible damage before starting the procedure? None, procedure was performed according to recent bd training (take off mandrel rotating, not advancing and retreating). Any difficulties during insertion? No.

Manufacturer narrative:
A device history record review was completed for provided material number 38831114 and lot number 4051975. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) picture samples were received for evaluation by our quality team. Through examination of the pictures, the needle was observed through the catheter component. It is worth noting that the catheter component appeared to contain blood and if the product was affected during manufacture, the use of the product would not have been possible. It is possible that this incident resulted during the use of the product. When the 360-degree rotation is performed, the catheter may be pushed forward, causing the catheter to become transfixed by the needle during puncture. This type of defect can result during the manufacturing process, if there is a failure in the vision detection system; however, if the catheter was transfixed during manufacture, the use of the product would not be possible. A previous corrective and preventive action plan was completed to reduce the risk of this potential defect; this lot was manufactured prior to the plans completion. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.